Manufacturer narrative:
Additional information: h6 (investigation findings and investigation conclusions).

Event description:
Related manufacturer reference number: 2017865-2021-34956. Related manufacturer reference number: 2017865-2021-34959. It was reported that the right ventricular (rv) lead had dislodged. Upon fluoroscopy, it was observed that the rv lead had twisted and the pacemaker had been flipped. Upon a procedure, it was observed that the right atrial lead was twisted and dislodged. The system was explanted, and the pacemaker and rv lead were replaced. The patient was stable.